Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors blades of the monopolar scissors could not close completely and therefore did not allow the surgeon to effectively perform the desired monopolar cutting actions. The procedure was completed with no reported injury.